Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation. Updated fields: d4, h2 and h11. Device inspection found image blackout during angle adjustment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned for investigation. Based on the results of the investigation and the information provided, it is likely due to damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause is a random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope had a blackout. The issue occurred during set-up. There were no reports of patient harm.